Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23008 was associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci si safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. The ecm was returned to isi for evaluation. Engineering was able to reproduce the customer reported problem and found the motor and encoder to be defective. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si pyeloplasty procedure, the site experienced system error 23008 multiple times. With the assistance of an isi technical support engineer (tse), the site exercised axis 4 on the endoscopic camera manipulator (ecm) arm, powered down the system and restarted, cycled the power breaker on the patient side cart and re-exercised axis 4 however, system error 23008 re-appeared. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.